Event description:
It was reported that the hcp received a charge density warning while trying to program the patient. The patient's neurostimulator was low and a replacement was scheduled for (B)(6), but in the meantime, the patient needed more voltage. The hcp had overridden the warning several times, but was concerned about overriding any more messages once the settings had been increased to 6.4 volts. Therapy impedance on the side triggering the warning was 1,031 ohms. Therapy impedance on the other side was over 4,000 ohms. It was noted that the patient was not getting good therapy on that side either. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional review indicated it was unclear whether the device was replaced with a different model.

Event description:
Additional information received reported that no additional troubleshooting was done. The implantable neurostimulator was replaced w ith a different model of the device. It was noted that the patient was receiving effective therapy and continued to utilize the therapy.

Manufacturer narrative:
(B)(4).